Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip stayed attached to the pull wire after deployment; the catheter was wiggled until the pull wire detached from the clip. It was also reported that the pull wire detached itself from the handle. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Mfg. Site name: freudenberg medical. A visual examination of the returned complaint device noted that the clip assembly was half deployed and not returned with the device. The yoke was still attached to the control wire and the control wire had separated from the crimp sleeve and handle. The spring was not returned with the device and the handle was not broken. There was a kink in the control wire near the handle and the distal end of the device between the hypotube and the ball weld. It was noted that the control wire had not been flattened properly. The product likely failed to meet the specification due to the manufacturing process at the supplier site. Therefore, the most probable root cause is supplier manufacturing execution error. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip stayed attached to the pull wire after deployment; the catheter was wiggled until the pull wire detached from the clip. It was also reported that the pull wire detached itself from the handle. The procedure was completed at this time. There were no patient complications reported as a result of this event.